Event description:
Covidien customer service engineer (cse) reported loss of communication during the preventive maintenance. The cse inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).